Manufacturer narrative:
A supplemental report is being submitted to add additional information to b.5. Sections b.4, g.3, g.6, and h.2 have been updated.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 23 mm sapien 3 (s3) valve in the aortic annulus, the s3 valve has recurrent stenosis. The patient is currently asymptomatic. An echocardiogram performed recently reported an estimated left ventricle ejection fraction (ef) of 70%. The s3 valve is seated properly. The prosthetic valve flow velocity is increased due to prosthetic valve dysfunction, with peak velocity of 4.6 m/sec, mean gradient of 47 mmhg, and aortic valve area of 0.4 cm2. Compared to the previous study, the velocities and gradients have increased significantly across the prosthetic aortic valve and are now severely elevated. The patient underwent a valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve. After deployment, the 2nd tavr implanted did appear to be under expanded. The interventional cardiologist did another inflation with the commander balloon. An invasive gradient was performed across the valve, showing no gradient. An echocardiogram showed mild aortic insufficiency. The patient was transferred to recovery in stable condition. The mild aortic insufficiency had resolved prior to discharge without further intervention. Per report, the root cause of the stenosis is unknown. There are no other co-morbidities, the patient is healthy, ef 70% and asymptomatic.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient is being worked up for valve-in-valve. The valve has recurrent stenosis. The patient is currently asymptomatic and has an estimated ejection fraction of 70%. The valve is seated properly. The prosthetic valve flow velocity is increased due to prosthetic valve dysfunction. The peak velocity across the prosthetic aortic valve is 4.6 m/sec, the mean gradient is 47 mmhg, and the aortic valve area is 0.4 cm2. The dimensionless index is 0.12. The acceleration time is 124 msec. 14. Compared to the previous study, the velocities and gradients have increased significantly across the prosthetic aortic valve and are now severely elevated. The doctor is scheduling a cath to perform invasive gradients before he commits to the redo. The patient has not been scheduled for redo tavr.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary stablishes through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on the medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.